Event description:
Customer reported receiving an error 6 message on his precision xtra blood glucose meter and was unable to test for (4) days and subsequently experienced severe shaking and got "dizzy and weak" at noon time on the four days, he was unable to test. He states he was seen at a local health care facility, was diagnosed with hypoglycemia and was treated with 500 mg of humulin r, (humulin is administered as units/ml not mg.) In addition he reported drinking milk, eating pasta and hamburger meat to help alleviate his symptoms. There was no report of death or permanent impairment associated with this case. It should be noted the treatment reported is inconsistent with the reported diagnosis.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.